Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed as additional information was received. The ra lead has now been explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited oversensed noise with inappropriate mode switches. The noise appeared to be from the minute ventilation signal and during review, high out of range pace impedances of greater than 3000 ohms were also observed. The patient was then brought in for further evaluation and a chest x-ray, isometrics, and pocket manipulation were performed. Noise could not be reproduced, but the physician is expected to schedule a revision procedure. At this time, the revision has not occurred and the lead remains in service. Reprogramming was performed to turn off the minute ventilation sensor. No adverse patient effects have been reported.